Manufacturer narrative:
Customer contacted the technical service center. It was determined that user error contributed to the discordant digoxin results. The customer was using an incorrect analytical parameter setup causing the system to run a dilution on the low samples. The analytical parameter setup was corrected, the instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia chemistry 1200 digoxin results were obtained on two patient samples. The laboratory repeated the samples to confirm the results, and higher patient values were generated. There are no known reports of adverse health consequences due to the discordant digoxin results.